Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The luer fittings were observed under magnification with no blockages observed. A syringe filled with di water was connected to one side of the pressure isolator and when it was engaged there was flow observed into the device. The test was repeated on the other side and there was flow observed. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that the flow was obstructed and could not go through. The customer observed that the pressure line near the arterial line had adhesive in the luer. There was no clotting issues, so the customer did not take note on the heparin usage. The issue did not worsen over time. The affected pressure line was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.